Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and family member regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. Information was reported that they are getting an error message while recharging. They are seeing the elective removal indicator (eri). It was reviewed this is the typical time to see this message, and reviewed considerations and the definition of the message. The caller said where the battery is there is inflammation, it is sore and hurting. The caller said the patient saw a healthcare provider (hcp) today and has been on antibiotics, a low dose of doxycycline for something that is unrelated to the ins. The caller was redirected to the follow up with their hcp to address the patient's symptoms. No further complications were reported. No additional patient symptoms were reported.